Event description:
The pt had bilateral mastectomies with placement of tissue expanders. Later the pt had removal of tissue expanders and placement of bilateral implants. The pt noticed "redness" at their left breast with questionable leakage with increased softness of the left breast. The pt underwent surgery to replace the left implant.